Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was told that the device was out of range. There is no further information and intervention available to date. The device remains in service. No adverse patient effects were reported.